Manufacturer narrative:
Concomitant medical products: product ID: pnma01411a004, product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that there was poor coupling. The patient had trouble with charging for months. The implantable neurostimulator recharger (insr) would start with showing 8 bars but then would go down to 2 bars and would then cycle again and shut off. The belt did not work since implant. The patient held the antenna instead of using the belt. It took up to 4 hours to charge. During the call, the patient used the insr antenna and got 6 bars. The patient was standing up with the caller holding the antenna for them. Adhesive discs were ordered. No patient symptoms were reported. No further complications were reported. On (B)(6) 2018 (B)(6) (con, rep): additional information was received from the consumer (B)(6) 2018. It was reported that the representative met with the patient and the patient could not maintain charging. The patient was having trouble charging and was unhappy with charging the ins. The ins was going to be replaced with new ins. No additional complications were reported/anticipated.

Manufacturer narrative:
Product type recharger product ID 97754 lot# (B)(4) implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the ins that was replaced went to the hospital pathology. It was indicated that the cause of the recharging difficulties was not determined. The issue was resolved, but replacing the device with the last model. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID pnma01411a004 lot# serial# unknown implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger. Analysis of the implantable neurostimulator (ins) (B)(4) found that the stimulator battery had reduced capacity due to overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) -2018 and the battery was charged to 3.650 volts. On (B)(6)-2018 the battery had depleted to the "lock" mode <3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis.: the conclusion code 11 no longer applies. The method code 4118 no longer applies. The results code 3233 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.